Manufacturer narrative:
(B)(4). Mr had increased to grade 4. Post-procedure, it appeared that there was a chordal rupture. The patient was transferred to the intensive care unit and was not extubated. No intervention is planned and the patient will stay on conservative medical therapy. The patients general state of health is worsening (ejection fraction decreased sharply to around 10%, levels of creatine kinase are at 6.000 indicating a myocardial infarction); however, the physician stated that these factors are independent of the issue with the mitraclip. No additional information was provided. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip became caught in the cardiac anatomy during positioning, resulting in irregular movement of the clip delivery system (cds), chordal damage and increased mitral regurgitation which is considered serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the left ventricle (lv). The first leaflet grasping attempt resulted in an mr reduction from 4 - 1. During the leaflet assessment, the posterior leaflet detached from the clip. The grippers were raised and the clip was inverted and retracted into the left atrium (la). The clip was repositioned and advanced into the lv again. The clip immediately became caught on the anterior leaflet. When the cds was pulled back, the delivery catheter (dc) shaft was bending medially causing irregular movement. Additional attempts were made to reposition the clip, but every time the clip was advanced into the lv it became entangled in the chordae and would bend anteromedially, which made leaflet grasping impossible. Standard troubleshooting was performed and the clip was removed from the chordae. The mr appeared to become worse with each positioning attempt; therefore, the procedure was aborted with no clip implanted. It was noted that imaging was not optimal due to echocardiographer inexperience.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported difficulty grasping and the clip becoming caught in both the leaflet and then the chordae, resulting in physical resistance and difficult removal, appears to be related to challenging valve anatomy and difficulties with visualization. The reported delivery catheter (dc) shaft bend and subsequent positioning issues were secondary effects of the clip becoming caught in the chordae. The reported patient effects of worsening mitral regurgitation (mr) and tissue damage appear to be related to procedural conditions, as the clip becoming caught in the chordae likely caused the chordal rupture; the increased mr was likely a cascading effect. The reported patient effects of worsening mr and mitral valve injury, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported prolonged hospitalization was a result of case specific circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.